Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited pacing impedances greater than 2,000 ohms. A review of the daily measurements revealed a gradual increase in the right ventricular pacing impedances since (B)(6) 2010. At the time of implant the pacing impedance was measured to be 650 ohms. The pacing threshold and sensing values were very similar to implant measurements and the shocking impedance for the lead has been stable as well. The lead remains implanted and will be monitored closely. No adverse patient effects were reported.